Event description:
Report rec'd from USA stating that has low power. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "low power" was not confirmed. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the motor was tested and met all performance specifications. Since it is possible that the reported problem may have been caused by insufficient lubrication, we recommend that the user check the oil level in the associated autolube foot control. If add'l info is rec'd, a supplemental report will be sent. (B)(4).